Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that his blood glucose value had been in the range of 400mg/dl since he had been out of hospital. Customer had been treating with the pump and blood glucose level would not lower. Customer declined to troubleshoot for high blood glucose level. Insulin pump will not be returned for analysis.